Event description:
The customer reported that the product was overheating. Customer was unable to provide any add'l info.

Manufacturer narrative:
The customer's comment could not be duplicated as the handpiece was seized upon opening up. Corrosion damage was noted within the internal components of the device.